Event description:
On (B)(6)2010, the patient was implanted with an scs system. Approximately six weeks later, it was reported that the patient developed an infection. It is believed that the infection was self induced since the patient reported bathing in dirty water that came into contact with the implant site. The ipg pocket was cleaned and the patient was put on IV antibiotics. On (B)(6)2010, it was reported that the patient's infection has since cleared and that the patient is doing well.

Manufacturer narrative:
Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.